Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) generated an electrical test fails code #42, fault code #45 which indicates a system failure, and had communication errors. There was no patient involved and no adverse event was reported.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) generated an electrical test fails code #42, fault code #45 which indicates a system failure, and had communication errors. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate and replaced both datasettes. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) generated an electrical test fails code #42, fault code #45 which indicates a system failure, and had communication errors. There was no patient involved and no adverse event was reported.